Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06011. It was reported that angina and in-stent restenosis (isr) occurred. Myocardial infarction (mi) and vessel dissection occurred. In (B)(6) 2015, clinical status assessment revealed the patient¿s qualifying condition as non st-segment elevation myocardial infarction (nstemi) with stable angina and the index procedure was performed. The target lesion was located in the first diagonal branch with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 16.00 mm fast scaffold. Following deployment a type b dissection was noted at distal edge of scaffold (artery). A 2.5 x 12 mm promus premier stent was implanted. Following post-dilatation, the residual stenosis was 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient was hospitalized with one week history of chest pain and coronary angiography was performed on the same day. Post angiography, the patient underwent intravenous ultrasound (ivus) study of diagonal branch with opticross ivus probe. Ivus study of diagonal branch showed that the bioresorbable vascular scaffold (bvs) struts were not completely reabsorbed and at the overlap site with the 2.5 x 12 mm promus premier¿ drug-eluting stent (des) there was an evidence of two layers of struts with isr present at the overlap with 53% stenosis. The patient was recommended to undergo balloon angioplasty at the isr noted in the major diagonal branch. However after ivus and fractional flow reserve (ffr), the patient complained of chest pain and repeat angiography was recommended. Electrocardiogram (ECG) revealed st elevations in avl and reciprocal st depressions and site reported an event of mi. Coronary angiography was performed and a distal dissection of the diagonal branch with timi 1 flow was noted. The following day, an elevation of troponin I was noted, consistent with mi. Due to the small vessel diameter at the location of the dissection, medical management was recommended. Two days later, the patient was discharged on dual anti-platelet medication.